Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a qdot micro¿ catheter and decanav electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis, open chest surgery and prolonged hospitalization. It was reported that during mapping, the value of contact force increased. Zeroing was retaken several times but zeroing became wrong over time. The issue was improved by replacing the qdot micro¿ catheter. Then during left ventricle (lv) mapping, blood pressure decrease was found. Pericardial effusion was confirmed by ultrasound. Blood pressure was improved by drainage. Ablation for the vt was continued. After the procedure completion, drainage was continued. Postoperatively, pericardial effusion continued despite continuous drainage for one hour. Eventually, open chest surgery was performed. At the open chest surgery, bleeding from the right ventricle (rv)-apex was confirmed and considered to have been caused by the decanav electrophysiology catheter that had been implanted in the rv. No strange feelings were felt with the devices itself and the manipulation during procedure. Three stitches were placed and the surgery was completed. The patient spent one night in intensive care unit (ICU) and was moved to the general ward in the morning. Hospitalization was extended but the patient is shifting to recover. It was unknown whether the tamponade was related to the contact force issue or not. There was nothing felt particularly with either catheters operation. Considerably the cardiac tamponade may have occurred at the time around the catheter replacement due to temporally increasing of the contact force. The physician reported that there was nothing particular in operation as odd or point that came to mind. The physician's opinion on the cause of this adverse event is there is a possibility, it may be related to the fact that the value of contact force became wrong (high) and repeatedly retaking zero. Eventually the catheter became defective and was replaced. The direct causal relationship is unknown. Atrial septal puncture was performed with an rf needle. Steam pop was not confirmed. No error messages observed on biosense webster equipment during the procedure. Patient has fully recovered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-01476 for product code r7f282ct (decanav electrophysiology catheter). (2) MFR # 2029046-2024-01475 for product code d139505 (qdot micro¿ catheter).

Manufacturer narrative:
On (B)(6) 2024, additional information was received indicating the qdot micro¿ catheters were in the left ventricle (lv) not in the right ventricle (rv). The second qdot micro¿ catheter had already been used before the pericardial effusion was noticed. As such, this event will also be reported against a second qdot micro¿ catheter under 2029046-2024-01781 for product code d139505 (qdot micro¿ catheter). On 16-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a qdot micro¿ catheter and decanav electrophysiology catheter and the patient experienced cardiac tamponade that required pericardiocentesis, open chest surgery and prolonged hospitalization. Then during left ventricle (lv) mapping, blood pressure decrease was found. Pericardial effusion was confirmed by ultrasound. Blood pressure was improved by drainage. Ablation for the vt was continued. After the procedure completion, drainage was continued. Postoperatively, pericardial effusion continued despite continuous drainage for one hour. Eventually, open chest surgery was performed. At the open chest surgery, bleeding from the right ventricle (rv)-apex was confirmed and considered to have been caused by the decanav electrophysiology catheter that had been implanted in the rv. No strange feelings were felt with the devices itself and the manipulation during procedure. Three stitches were placed and the surgery was completed. The patient spent one night in intensive care unit (ICU) and was moved to the general ward in the morning. Hospitalization was extended but the patient is shifting to recover. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection, force test, and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the adverse event remains unknown. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).